Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was flashing red and the screen went blank. Customer stated that they was swimming with insulin pump and the insulin pump started alarming flashing red light. Display was blank at the time of call. The insulin pump had a crack on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged blank display/moisture damage/cosmetic damage at the back side of the insulin pump found on (B)(6) 2021. Insulin pump received with blank flashing white light on display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white light on display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 / electrical board 2 / force sensor / corroded battery tube.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case along the side of the battery tube and minor scratched liquid crystal display window. Blank flashing white light on display due to moisture damage on the 40 pin liquid crystal display flex cable connector on electrical board 1 and on electrical board 2. Exposed to moisture was confirmed. Cosmetic damage confirmed at the back of the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.